Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument data, the fse determined that the cause of the discordant potassium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant potassium result was obtained for one patient sample. The sample was re-tested on the same analyzer and normal results were obtained. There were no reports of adverse health consequences or known patient intervention due to the discordant potassium result.